Manufacturer narrative:
(B)(4) needle detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2015-02906 pertains to the other device. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a uterovaginal prolapse procedure performed on (B)(6) 2015. According to the complainant, during the procedure but outside the patient, the needle detached from the suture. The same thing happened to the second uphold lite with capio slim. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.